Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) had a syncopal episode. The patient was being seen for follow up in their clinic. The device was to be interrogated to help determine the cause of the patient's syncope. A request for additional information has been made.